Event description:
It was reported that while the ventilator was connected to a pt two technical error codes were generated and ventilation subsequently stopped. One technical error code indicated disabled valves and the other indicated a communication failure between the monitoring and the breathing subsystems. The pt was bagged. The pt desaturated to 66 percent but maintained a stable heart rate. A replacement ventilator was brought in and connected to the pt. The final pt outcome was no harm. Importer (B)(4). Ref. MFR# 8010042-2014-00223.